Manufacturer narrative:
The acist angiographic contrast injection system, model cvi, was returned to acist (B)(6), 2011 for testing. The injection system was functionally tested and met the pre-established specs. There is no evidence of device malfunction based on the data from the analysis of the injector. The disposable kits used during the event were discarded by the user facility; therefore, no analysis could be made of those items. Acist's medical advisory board member reviewed the info and a copy of the cine-angiogram provided by the hospital of the event: the cd contains a single angio loop of a carotid angiogram with a carotid stent, being positioned at the carotid bifurcation. The angio injection shows an air injection with several bubbles. The case report states that the pt did not suffer any harm. There is no evidence of device malfunction based on the results of the injector testing. Based on the info provided by the user facility, the most likely source of air was via the touhy-borst adapter. Acist's risk management has appropriate risk mitigations in place for potential air embolism due to user error, including labeling describing air bubble precautions and the user manual which guides the user through set-up and purge of the injector system. This report is closed.

Event description:
User facility reported: during an interventional carotid artery stent placement procedure, approx 2cc - 3cc of air was injected into a pt's right carotid artery immediately following insertion of the stent. The air was seen at the external carotid during the contrast injection confirming stent placement. There were no adverse effects reported and the pt was stable during and after the procedure. The user facility reported that a touhy-borst adapter was used and this allowed entrance of air during the stent insertion. (B)(4).